Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on (B)(6) 2024, 1 infusion set fell off event on (B)(6) 2024 and 1 infusion set fell off event on (B)(6) 2024 .the events occurred within 4 hours to 48 hours of insertion.the blood glucose level was 500 mg/dl at the time of event 1 and 2 and 520 mg/dl at the time of event 3. Therefore the patient was treated with correction bolus via pump .the patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.